Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
An abbott field service engineer (fse) was at the customer site to perform scheduled preventive maintenance (pm) on a cell-dyn ruby analyzer. One of the activities of the pm is to replace a number of fans. When the pm was complete, the fse powered on the analyzer and smoke was reported coming from the left side of the analyzer. The fse powered off the analyzer and replaced the fan on the left side with the one that was initially removed. The analyzer was powered back on and operation of the analyzer was as expected. No smoke was reported from any portion of the analyzer. No injuries were reported and there was no damage to the surrounding laboratory environment. There was no impact to patient management. Note: it was reported that upon installation of the fan during the pm wiring cable from that fan became caught within the analyzer frame and a short circuit accompanied by smoke developed.